Event description:
It was reported the device was used during a laparoscopic splenectomy, it was reported after the spleen was taken out using the lcsk5 the surgeon noticed bleeding from the short gastrics. The surgeon extended the incision from a trocar site and reported he clipped a vessel to stop the bleeding (it is unknown what the surgeon clipped with). The surgeon reports this pt had a low platelet count. The rep was present for part of the procedure but was not present during the portion of the procedure when the bleeding occurred. The surgeon called the rep to inform her of the incident.